Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an¿open book image¿on screen. When customer entered into pool the pump began to vibrate. Customer saw the screen it was off, and it continued to vibrate. Customer tried new battery but it did not react. Customer noticed a crack in the back near the support of the hook down. Troubleshooting was performed; no harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, and self test. Successfully downloaded history files and traces using thus. No blank display anomalies noted during analysis. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. The following alarm/alerts were noted on event date: pump error 4 on 09/14/2022 09:17:19.000, pump error 68 on 09/14/2022 09:17:21.000, and pump error 49 on 09/14/2022 09:17:21.000. Confirmed pump error 4 (linenumber = 2727 filenumber = 32122 ) due to hardware error. Pump was cut open to perform visual inspection and found moisture damage on pcba 2 and lcd connector. Force sensor zero offset within specification 24 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, faded serial number label, and partially faded end cap address. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Cosmetic damage confirmed at the back side of case. Exposure to moisture confirmed on pcba 2 and lcd connector. No blank display anomalies noted during analysis, blank display not confirmed. Pump error 4 confirmed due to hardware error, isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.